Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of mild redness, swelling and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: side effects: injection procedure reactions to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms such as swelling, induration, pain, bumps, redness, bruising and itching. Subjects mainly had mild to moderate injection-site responses. All injection site reactions completely resolved without medical intervention.

Event description:
(B)(6) FDA forwarded a report from a hospital that reported a patient with juvéderm ultra plus in the nasolabial folds. On the same day, the patient developed mild redness and swelling in the injection sites. Patient was treated with ice compress. Symptoms resolved the same day. It was noted that the patient had an allergic reaction to the product.